Event description:
The nasal cannula device is manufactured by salter labs model 16soft-x (x length). This device is not manufactured by lnogen inc. Pt reported face "broke out" after using a rp-168 cannula. Patient is allergic to latex, but no other relevant medical history available. Cannula is not available for return. Patent has given permission to contact physician. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).